Event description:
It was reported by repair work order that the foot left litter support bracket was cracked. This could potentially lead to an unstable cot. No sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.